Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular capture threshold varies between 1.625 and 2.5v between (B)(6) 2014 and (B)(6) 2015; overall averages approx. 2v. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#1157;ached elective replacement indicator (eri) with unexpected longevity. Additionally the right ventricular (rv) lead exhibited high thresholds. A device replacement is scheduled. The lead remains in use. No patient complications have been reported as a result of this event.